Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon attempted to drill the cluster hole with the flexible drill guide and holder. The problem is with the flexible drill bit holder in combination with the length of the drill bit. Surgeon requested us changing to a shorter drill bit length. Surgeon struggles with getting the drill bit into the hole hence putting in the screw."